Event description:
It was reported that the image was lost during use of the unit. Another unit was immediately available and the procedure was completed as originally planned.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.